Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date on the pump were inaccurate; cause is unknown. Customer corrected the time and date to resolve the issue. There was no impact to the customer's blood glucose level.